Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, the patient had a sling placed in 2018 for urinary incontinence. Reportedly, since the placement, the patient had disabling pelvic pain and repeated urinary infections, requiring ablation. Cytoscopy was normal. Current state of the patient: partial sling removal operation on (B)(6) 2024. Pain persists in the legs and vagina. Undergoing treatment for neuropathic pain. Consequences : loss of mobility, lifesocial and professional.